Event description:
During coronary intervention, a rotablator system was used. At end of rotablator procedure, the burr was being removed and it became lodged in vessel. During manipulation to attempt to remove device, the tip of the guidewire broke away and ended up in a small branch vessel. The rest of the device and wire were then removed.====================== health professional's impression======================wire tip was left in small branch vessel. Physician felt that no harm would come from this retention.